Event description:
A percutaneous transluminal angioplasty (pta) was performed to treat a chronic total occlusion (cto) located in the left anterior descending (lad) artery. A balloon was used to dilatate the lesion, which was noted to be 99% stenosed with calcification in the "severely" tortuous lad. The intravascular ultrasound (ivus) catheter was unable to cross the lesion. The lesion was ablated and the ivus catheter was able to cross and successfully image the lesion. A coronary stent was implanted and post dilatation was performed. The ivus catheter was used post dilatation to image the stent placement. When the imaging system was performing autopullback of the ivus catheter from the distal part of the stent, resistance was encountered. The physician was unable to remove the catheter. It was suspected that due to the severe tortuosity of the lesion, the catheter had become caught on a stent strut. In an attempt to free the catheter, a guide catheter was inserted into the right brachium artery and a balloon was advanced to the region where the catheter was caught on the stent. Dilatation was performed, releasing the catheter from the stent and allowing removal of the ivus catheter from the pt. The pt's condition is reported to be "good".

Manufacturer narrative:
A review of the device history record was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. Visual inspection of the returned device noted bloodstain was observed inside of the distal tip assembly and fluid was observed inside the telescope assembly. No kink was observed in the sheath assembly. The guidewire exit port was observed to be lifted typical of excessive manipulation and methods utilized by the physician in the attempt to free the device. The guidewire that was used during procedure was not returned. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: ¿ do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. ¿ if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. ¿ when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. ¿ when readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. ¿ inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
A percutaneous transluminal angioplasty (pta) was performed to treat a chronic total occlusion (cto) located in the left anterior descending (lad) artery. A balloon was used to dilatate the lesion, which was noted to be 99% stenosed with calcification in the ¿severely¿ tortuous lad. The intravascular ultrasound (ivus) catheter was unable to cross the lesion. The lesion was ablated and the ivus catheter was able to cross and successfully image the lesion. A coronary stent was implanted and post dilatation was performed. The ivus catheter was used post dilatation to image the stent placement. When the imaging system was performing autopullback of the ivus catheter from the distal part of the stent, resistance was encountered. The physician was unable to remove the catheter. It was suspected that due to the severe tortuosity of the lesion, the catheter had become caught on a stent strut. In an attempt to free the catheter, a guide catheter was inserted into the right brachium artery and a balloon was advanced to the region where the catheter was caught on the stent. Dilatation was performed, releasing the catheter from the stent and allowing removal of the ivus catheter from the patient. The patient's condition is reported to be ¿good¿.

Manufacturer narrative:
New code request has been submitted for stuck in stent.